Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 505 mg/dl. The customer explained that his tubing detached from the site and insulin leaked while he was recording an event the night before. He lost consciousness, fell off the stage and damaged his knee. The customer stated there was not stress or pull on the tubing and the insulin pump was not dropped with the set connected to their body. The insulin pump will not be returned for analysis.